Event description:
The hospital reported that during an endoscopic vein harvesting procedure, near the end of the vein harvest, it was noticed that the c-ring was broke in half. The vein was completely dissected; therefore, another kit was not needed. The hospital did not report any patient effects and nothing fell into the patient.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).